Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 11 years 1 month post implant of this 29mm aortic bioprosthetic valve, the device was explanted and replaced with a 25mm non medtronic bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.